Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted there were no abnormalities that would have caused or contributed to the reported condition. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was applied to the appropriate test media thickness. Staples were deployed, seated properly, and formed within specifications. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon was unable to press the green button and was unable to squeeze the handle, hence the device did not fire. A new device was used to complete the procedure. There was no patient injury.